Manufacturer narrative:
Submit date: 12/6/2017: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There was no picture or sample received for investigation. Based on the investigation and analysis, the possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated related standard operation procedures (sop) to clearly specify the inspection process and disposition method during weighting process, trained the operators to pay more attention on this during weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/2/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states another pack of x-ray sponges with only 9 sponges. The product was not unfolded to a single ply at any point. The gauze did not fray or fall apart during a surgical procedure. The product was purchased from a kitpacker. The sponges were all within the band/bundle secured together when received. No patient was involved.